Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
An optometrist a case of bilateral stage two diffuse lamellar keratitis (dlk) noted at two day post lasik treatment. Reporter indicated patient became confused about eye drop dosage between anti-inflammatory and steroid. Reporter relayed patient was seen again at eleven days post op, after using drops correctly, and patient issue had improved to state one. A bandage of contact lens was inserted to stabilized epithelium. Patient noted halos and glare. Upon additional follow up, reporter indicator the patient was also on an antifungal eye drop and is improving, but continuing to be monitored. There are two related reports for the this patient this report addresses the patients left eye, and another manufacture report will be filed for the fellow eye.